Event description:
The user reported to the family a "buzzing/squeaking sound". The caregiver noticed the user touching the coil and making a face. She also noticed that the device was flashing red like the battery was dead. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, damage to the active electrode which is consistent with minute device mobility was found. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported to the family a sudden "buzzing/squeaking sound". The user has been re-implanted with a new device on (B)(6) 2022.